Event description:
It was reported by service report that the footend lift was stuck high. It is unknown if there was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged sensor coil cord.